Manufacturer narrative:
(B)(4). Concomitant medical products: 103535; screw; 088740, 13-104150; mallory head shell; 429660, 103534; screw; 172440, x180309; bimetric stem; 666420, 11-105903; ringloc liner; 034840. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted .reported event was confirmed by review of radiographs. Device history record DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient has been indicated for hip revision approximately 13 years post-implantation due to liner wear. No revision has been reported to date. Subluxation was noted in review of x-rays. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.